Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and sensor. The customer reported no adverse event. The event involved product(s) mmt-5100clx. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-5100clx was requested and customer response was the device will be returned.

Manufacturer narrative:
After receiving 1 partial opened/used simplera sensor, one simplera serter was not returned a visual inspection was performed of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Lost sensor alarm was not found along the ladder programs designated in d00967746 5.8. However, traces confirm that the unit has corrupted data. No communication anomalies found. Unit was able to download trace and termination result. First term reason: sensor start time timestamp error. First term reason descriptor: the sensor was terminated due to sensor start time timestamp error. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. In conclusion: the customer complaint of not communicating with the pump could not be confirmed, due to this is a pump related complaint, not a synergy prod download tool issue. However, it was confirmed that corrupted data was found on the sensor trace data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.